Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A pt underwent a tips embolization of esophageal varices procedure on (B)(6) 2014. During the procedure at the site of detachment, the wire fractured. The wire remained in the pt with the coil as the physician will not be doing any intervention to retrieve the wire. The pt is doing fine. Per district manager follow up with physician: the physician stated the retracta coil was stiffer than a nester and he was having difficulty packing it tightly. In his effort to pack the coil tightly, the wire broke at the detachment zone. The piece of wire was still screwed onto the retracta coil. The piece of wire is jutting into the portal vein but the physician decided not to do any intervention because the pt is very ill and the physician does not feel there will be ill effects. No additional intervention is planned at the time.